Manufacturer narrative:
Concomitant medical devices: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional diaphragmatic stimulation. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.